Event description:
A patient developed a deep venous thrombus following endovenous coagulation of the greater saphenous vein. The fiber was used not returned to the company. The physician reported that they had some resistance when they passed the guidewire and felt they traumatized the vessel wall. The patient did not follow post op procedures. The coagulation of the vessel was successful. The patient was placed on lovenox and coumadin for 6 months. The procedure occurred in 2003, dvt was detected 3 days later. Follow up status reveals the patient is doing fine with no further problems.